Manufacturer narrative:
(B)(4). A segura basket was returned for analysis. Visual inspection found the tip of the basket assembly does not have any visual damage. The distal section of the sheath (tip area of the sheath) was torn/split, exposing the basket wires. It is most likely that handling and manipulation of the device during unpacking/prepping/procedure could have contributed with the reported issue. Therefore, based on the information available and the analysis performed, the investigation conclusion code is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, the distal part of the sheath of the basket was found to be torn. The procedure was completed with another segura hemi basket. There were serious injury nor any adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received for analysis, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, the distal part of the sheath of the basket was found to be torn. The procedure was completed with another segura hemi basket. There were serious injury nor any adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.